Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering found that the jaw's front conductive stop was positioned out of specification during use of the device. Similar incidents have shown that the movement of the front conductive stop can contribute to increased tissue adherence. Clinical factors, such as procedure or tissue type, can also contribute to tissue adherence with electrosurgical devices. Engineering also extracted the device activation logs from a microchip in the device plug and was able to confirm the experience and the device lot. The root cause of the tissue adherence is due to the sinking of the conductive stop. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Neck dissection - "throughout procedure the surgeon complained of the fine fusion jaws sticking to tissue. He said he felt that the sticking has gotten worse in recent weeks. I had the scrub tech wipe the jaws clean everytime the surgeon fired the handpiece. They also showed me how much tissue builds up on the jaws and they always need to use another instrument to scrape it off. Even after the jaws had been wiped clean thoroughly, the surgeon brought me over to show me how the jaws were sticking to the jugular vein while he was dissecting around it." Patient status unknown.